Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). Following predilation with an emerge balloon catheter, the lesion was checked with intravascular ultrasound (ivus). Subsequently, a 3.00 x 38 synergy stent was advanced but failed to cross the lesion. However, when the device was removed from the patient in order to use with a micro catheter, the middle part of the stent was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.